Event description:
It was reported that the user experienced hyperglycemia after eating a high-carbohydrate meal, with blood glucose reaching approximately 400 mg/dl and remaining elevated for about 4¿5 hours; the user reported entering multiple meal announcements for correction and stated that meal announcements often are used even without carbohydrate intake, while the ilet delivered insulin and issued a high glucose alert. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake with troubleshooting and user education focused on appropriate use of meal announcements and potential need for an algorithm reset if issues persist. Investigation of this case revealed hyperglycemia with cause unclear, with contributing factors including user behavior inconsistent with instructions for use that could lead to algorithm maladaptation; the ilet device functioned and corrected over time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.